Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 hematology analyzer misread sample ID (B)(4) as (B)(4) in the automatic mode for a single patient sample. The misread was identified when a no match message was generated for the sample. No erroneous results were reported out. The sample was correctly identified upon rerun. There was no death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The barcode labels are received from many areas of the hospital. It is not clear if the misreads are occurring on labels from a particular area. Checksum was disabled. A field service engineer (fse) spoke with the customer regarding the barcode misread issue and verified the system's operation. The customer believes they have isolated the barcode printer where the misread label was made. Sample barcode labels were sent to bci for further evaluation. Sample bar-code labels failed lh700 label specifications for reflectivity of media. Visual inspection of barcode labels received showed clear spots or voids in the bars (black lines). Additionally, rough edges were visible in the bars. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy.